Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) had a scratch or smudge. The issue was noticed after the iol was fully inserted into the eye. The iol was removed and replaced with a backup lens. There was no patient injury such as a capsule tear, vitrectomy, or incision enlargement. There was no prescribed medication to prevent permanent injury. Reportedly, the patient is doing well. No further information was provided.

Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, the customer did not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: nov 13, 2024 section h3: evaluated by manufacturer: yes device evaluation: the complaint device was inspected under magnification. The complaint device was received with the plunger rod completely advanced and the plunger rod tip was damaged in a way that was consistent with damage that may have occurred during shipping. Viscoelastic residue was distributed through the length of the cartridge. A stress mark was observed on the cartridge through the cartridge tip, however, the stress mark was observed to be in specification for used product. The lens module was inspected and presented with no viscoelastic residue or damage. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and presented with no issues. No lens was received for evaluation. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.